Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #00799949 - npi 8100 error code 242.4030 motor control board- encoder failure.. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4).case description: 8100 sn: (B)(4) customer wanted to know why he was getting this error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that the cause for that error code is that your motor control board is disconnected or you may need to replace it. The customer said ok, and he also asked for the part number for the motor control board. The customer also said that he will replace it and if he has anymore problems he would call back. Ref: (B)(4).